Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron cx9 alx clinical system. The operator was wearing standard personal protective equipment (ppe) at the time. There was no report of injury requiring medical intervention.

Manufacturer narrative:
The customer stated cx3 side of the instrument was overflowing from the modules after the instrument was moved to a new location. Service visited on (B)(4) 2011, and the field service engineer (fse) found two pieces of tubing disconnected. The fse reconnected the tubing and it corrected the overflowing cups. The issue was resolved.